Event description:
It was reported that stent damage occurred. The target lesion being treated is located in the severely tortuous distal left circumflex (lcx). After an unspecified guidewire crossed the lesion, another unspecified guidewire was used to protect the side branch. After pre ivus was performed, a 20 x 2.50 promus premier¿ stent was delivered into the lesion without predilatation. When the stent went out of the guiding catheter, strong resistance was encountered. The device was removed from the patient and it was noted that the distal edge of the stent was damaged/squashed. The procedure was completed with a 2.5 x 18 mm non-bsc stent. No patient complications were noted and the patients status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).